Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) (intervention required to stop the bleed.) The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during a stomach biopsy procedure performed on (B)(6) 2010. According to the complainant, during the procedure, a biopsy was taken from the stomach and caused bleeding and an intramural hematoma. Clips were used to stop the bleeding. The procedure was completed with this device. The account reported that the device was inspected prior to use and no anomalies were noted. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.